Event description:
It was reported that a patient underwent a revision procedure due to a loosened baseplate and fractured screws. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown mini baseplate: cat#: ni; lot#: ni. Unknown central screw: cat#: ni; lot#: ni. Unknown peripheral screw: cat#: ni; lot#: ni. Unknown peripheral screw: cat#: ni; lot#: ni. Unknown peripheral screw: cat#: ni; lot#: ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01737, 0001825034-2022-01738, 0001825034-1920-01739, 0001825034-2022-01740, 0001825034-2022-01741.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.